Event description:
It was reported that during a hemorrhoid procedure, the device only staple fifty percent and cut one hundred percent. Sutures were used to complete the procedure. Surgery was prolonged thirty minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.